Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis(pd) therapy. The patient was hospitalized the next day for this event. The cause of peritonitis was unknown. The patient was treated with an intraperitoneal injection of amikacin (250mg, in 1st and 3rd bags, frequency not reported) and an intravenous injection of cefepime(1gm once daily ) for peritonitis. Physicians were planning to remove the catheter. The outcome of the peritonitis event was not reported. The action taken with the dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: it was reported that the treatment with antibiotics was ongoing and the patient was not recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.